Event description:
Despite exhaustive efforts we were unable to confirm if surgical intervention was performed. As such the current status of the device remains unknown.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high shock impedance measurements on the right ventricular (rv) lead following implant. The lead was assessed under fluoroscopy and nothing significant was observed. The physician elected to monitor the patient. Then in october 2014, the shock impedance measurements were again noted to be high. The patient was scheduled for defibrillation threshold (dft) testing. During dft testing an induced ventricular fibrillation (vf) was successfully terminated with a 31 joule shock however following this the device recorded a code 1005 indicative of an open circuit condition detected. The lead was again assessed under fluoroscopy and nothing significant was observed with the lead/device connections however there appeared to be some externalization of wires on the proximal portion of the rv lead. No adverse patient effects were reported. The patient was transferred to another hospital for intervention.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis following explant. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that this device was explanted and returned for analysis.